Event description:
The customer reported the system was making noise during the phaco mode. The system was rebooted a few times to clear the noise. The case was completed as planned. There was a delay of about 5 mins to reboot the system. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. (B)(4).